Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient switched power sources from battery power to the power module while at home, before going to bed, and the pump speed reduced in an uncontrolled manner. The pump speed reduced from 8600 rpm to 3000-6000 rpm. When the patient reconnected to battery power, the pump speed returned to 86000 rpm. The patient was stable despite the speed and flow fluctuations. The patient was admitted to the hospital and connected to a non-grounded cable. An x-ray of the driveline was taken but specified damage was found. It was suspected that the driveline had a short to shield issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: wire damage was confirmed based on the evaluation of the returned driveline. A distal end driveline replacement was performed by an abbott technical services representative on (B)(6) 2024 under work order (B)(4). Approximately 19¿ of the external portion of the driveline was returned. Tape and fabric covered a majority of the length of the returned driveline. Removal of the tape and fabric revealed multiple holes in the outer jacket of the driveline. An electrical continuity test of the returned driveline, in the condition that it was received, was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The driveline was carefully disassembled, and microscopic inspection of the underlying wires revealed a breach in the insulation black wire, approximately 3¿ from the controller connector. Although a specific cause could not conclusively be determined through this evaluation, the observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. Examination of the remaining wires revealed no signs of damage to the insulation or the underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage aside from the breach previously noted. If the exposed conductors of the black wire contacted the metal braided shield while the system was operating on a tethered power source, such as the power module with a grounded patient cable or the mobile power unit (mpu), the resulting short-to-ground would have resulted in the low speed and pump stoppage events confirmed via the submitted log files. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that it was confirmed the driveline had a short to shield issue. The only visible damage was small tear in the outer jacket of the driveline. A driveline repair was performed on (B)(6) 2024. The patient was stable. The patient was placed on a grounded patient cable after the repair and no further alarms were noted.